Manufacturer narrative:
The subject device was not returned to any of olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the maintenance, the field service engineer of olympus found that the lid of the subject device was cracked. The length of the crack was approximately 2cm. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to correct initial report. As a result of the investigation, it was found that this event was not an event to be reported. Omsc withdraw MFR report # 8010047-2021-08472.